Manufacturer narrative:
Evaluation method - "other" the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a rash. The rash was located under the front therapy electrode pad. The patient's physician recommended a cream to use on the rash. Follow-up indicated that the rash had cleared up.